Manufacturer narrative:
An event regarding wear involving a trident liner was reported. The event was confirmed. Device was not returned however photos of the explanted devices were provided which indicated that blood stains and dark material on the liner. Review of these photos indicated signs of wear of the liner. The provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is mechanical failure and breakage of a tha ceramic femoral head and liner necessitating revision surgery to a polyethylene insert and cocr femoral head 11 years later. A subsequent revision surgery became necessary as well. No details as to the cause of the subsequent failure and revision were available for review other than a copy of an ap pelvis xray demonstrating a right tha surrounded by a significant amount of heterotopic bone. On this xray the femoral head is eccentrically located within the acetabulum consistent with advanced polyethylene wear. There are focal islands of bony demineralization and lucency consistent with peri-prosthetic osteolysis around the acetabular component most likely indicating loss of fixation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. The event for wear was confirmed as per the provided medical review, however, a root cause was not determined as the device was not returned for evaluation. No further investigation for this event is possible at this time. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that surgeon performed a revision on patient's right hip due to pain. Implant (B)(6) 2005, revised (B)(6) 2016 and revised again on (B)(6) 2017. Patient retained implant.

Manufacturer narrative:
The following devices were also listed in this report: c-taper cocr lfit head 36mm/+10; cat# 06-3610; lot# mkm13r. Trident psl ha cluster 52mm; cat# 542-11-52e; lot# 21039801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon performed a revision on patient's right hip due to pain. Implant (B)(6)2005, revised (B)(6)2016 and revised again on (B)(6)2017. Patient retained implant.